Event description:
It was reported that this implantable cardioverter defibrillator (ICD) recorded a signal artifact monitor (sam) episode resulting in the respiratory sensor being disabled. The right ventricular (rv) lead exhibited high out of range pace impedance measurements greater than 3000 ohms. A revision procedure was performed, and the lead was surgically abandoned and replaced. This ICD was explanted due to therapy upgrade. No adverse patient effects were reported. Further information regarding product return status has been requested.

Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete.